Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not sound an audible alarm when the device during an alarm condition. There were no reports of any adverse pt event while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.